Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized on the same day as the event onset. The patient was treated with vancomycin injection (1 gram for three days, intraperitoneal, ongoing, frequency not reported) and gentamicin injection (80 mg, for seven days, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovered. It was reported the patient was to be discharged after antibiotics were completed. Pd therapy was ongoing. No additional information was available.